Event description:
It was reported that patient underwent a replacement procedure of his ambicor penile prosthesis (app) due to unknown reasons to implant a desired inflatable penile prosthesis (ipp). All components were explanted, anatomy was irrigated and a new ipp was implanted. No adverse patient effects.